Event description:
Pt wtih an extensive pmhx including spina bifida, ventilator dependency, seizure disorder, tracheostomy, central apnea, ventriculoperitoneal shunt, gastrostomy, and repaired cleft tip. In 2004, the overnight nurse left the residence at 0700. At that point pt was sleeping. The distress alarm went off and pt's family member woke up. Family member ran into her room and found her lying of the floor with her tracheostomy pulled out. Her family member put the tracheostomy tube back in and began resuscitative efforts. Rescue personnel were summoned but resuscitative efforts at hosp were unsuccessful. A complete autopsy at the facility showed central nervous system abnormalities with a small cerebellum, a small brainstem with increased firmness, and enlarged foramen magnum, a ventriculoperitoneal shunt, and severe scoliosis. The cause of death was asphyxia due to loss of tracheostomy tube.